Event description:
The reporter stated the devices seat cracked in half causing the user to fall in the shower and sustain bruises. During a follow up doctors appointment physical therapy was recommended.

Manufacturer narrative:
This incident is being reported due to the recommendation that the user receive physical therapy for the alleged injury. At this time, it is unknown if the user received the recommend physical therapy. Multiple attempts were made to obtain clarification of this incident and a return of the device, without success. The underlying cause of the seat cracking in half couldn't be determined. However, the age of the device is a likely factor. The date code indicated the device was manufactured march 13th, 2011, making it roughly 11 years old at the time of this incident. Due to this device having multiple possible suppliers and the exact supplier being unknown the report will be filed to (B)(6) street.